Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell on the floor. The customer stated that "critical pump error" displayed on the screen. The insulin pump was not returned for analysis.